Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported during the procedural preparation that a fracture was noted on a 2.5x12mm trek rx balloon dilatation catheter (bdc) when the device was opened from its package. An unknown bdc was then used to continue the procedure. There was no patient involvement nor clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported complaint could not be determined. Potential factors that may contribute to a break to the balloon dilatation catheter (bdc) include, but are not limited to, mishandling during manufacturing, during receiving/storage at the account, and/or handling during removal from packaging. In this case, it is possible that the bdc was inadvertently mishandled during unpackaging which resulted in the reported break; however, a conclusive cause cannot be determined since the device was not retuned for analysis and limited information was provided. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9 correction: device available for evaluation updated from yes to no.